Manufacturer narrative:
The customer indicated that the device was discarded. The list and lot numbers were not identified; therefore, a review of the batch records could not be performed.

Event description:
Report received of an adverse event while the device was in use. The patient was receiving dopamine and dobutamine via a plum a+ pump, with each infusing at a rate of 0.8ml/hr. The infusions were being delivered via a primary plum set with a microtube filter extension set connected to the distal end of the primary set. The nurse noted an unspecified drop in the preterm infant's blood pressure when responding to a distal occlusion alarm from the pump. The extension set with an in-line filter was replaced with a new one. Subsequently, the pump stopped alarming for occlusion and the patient's blood pressure returned to the baseline level without further intervention. There were no reported adverse patient sequelae as a result of this occurrence. Though requested, no additional information provided.